Event description:
The rep is reporting that during a knee procedure, the surgeon attempted to remove the guidesleeves from the leg using the sleeve removal tool. One of the sleeves broke in half; a 2-3 mm portion remains in the pt's lateral femoral condyle. Otherwise, the surgeon thought the repair was adequate. It is unknown at this time if the surgeon will reoperate to remove the sleeve.

Manufacturer narrative:
The complaint device is not being returned to depuy mitek for eval, the fragment is still implanted in the pt. A batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore, there is no internally assignable cause for the reported problem. Further, a review into the mitek complaints sys revealed no other complaints of any kind for this lot of devices that were released to distribution. This type of failure is associated with not using the proper technique to remove the guide sleeve from the bone. The most likely scenario is that the user may have torque the device from side to side as opposed to pulling it straight out to remove it, causing the metal of the guide tube to fatigue and break off. Therefore, this is more than likely a user technique issue. Although, no injury or pt consequences are being reported, the broken fragment was not retrieved from the pt. There is the possibility that pt injury could potentially occur. We do not know what impact, if any, this would have on the pt. It is because of this uncertainty that this report is being filed to document this event. At this time no further action is required.